Manufacturer narrative:
No product and no lot# available. No investigation or DHR review can be done.

Event description:
In this event it is reported that a start-x trial kit ems tip broke during use. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. No product and no lot# available. No investigation or DHR review can be done. Root causes are not determined. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.